Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: there was "product quality anomalies."

Manufacturer narrative:
The initial MDR was a duplicate of pr 6982913 (wihch was a non reportable complaint) and is therefore over-reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: there was "product quality anomalies."